Event description:
The following was reported to gore: on an unknown date in 2013, the patient presented with abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. It was reported that on (B)(6) 2018, a type ia endoleak was treated by proximal extension with two aortic extender endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
B3: corrected event date. H6 - code 4112: post-implant cta images, dated (B)(6), 2018 and intra-operative angiogram images dated (B)(6), 2018 were provided to gore for evaluation. The evaluation showed the following: the post-implantation cta images appear to show a left accessory renal artery proximal to the left renal artery. There appears to be a stent in the left renal artery. The proximal circumferential end of the implanted device appears to be approx. 9.4mm distal to the stented left renal artery. There appears to be contrast outside the proximal end the device pooling in the aneurysmal sac. There also appears to be contrast pooling the left internal iliac aneurysm. There appears to be lack of apposition of the distal end of the device in the left internal iliac artery. The intra-operative angiogram images appear to show the following: - 11:10:30 image appears to show contrast flowing retrograde into the left internal iliac artery aneurysm - 11:50:57 angio run appears to show an undeployed device, moving distally, striking the flow divider. There appears to be many attempts to advance the device past this level. The device eventually clears this level and is advancing distally, slowly. - 11:54:10 there appears to be an undeployed device in the left internal iliac artery. - 12:25:00 the device appears to be deployed on this angio run. - 12:38:19 there appears to be ballooning of the deployed device in the liia. - 13:00:52 there appears to be ballooning at the distal end of the deployed device. - 13:11:58 there does not appear to be contrast outside the implanted devices in the liia aneurysm on post-deployment images. - 13:33:30 there appears to be an undeployed device within and extending proximal to the previously implanted device. - 13:36:37 the proximal end of the undeployed device appears to be at a level between the left accessory renal artery and the stented left renal artery, with available projection. - 13:40:37 the proximal device appears to be deployed. - 13:45:28 there appears to be ballooning at the proximal end of the newly deployed device. - 13:47:20 there appears to be ballooning at the proximal end of the original device. - 13:49:57 images appear to demonstrate 2 aortic extender devices were added to original device implants. - 13:52:10 final angiogram imaging appears to demonstrate resolved proximal and distal type 1 endoleaks.